Event description:
The patient reported that her infusion device clock is losing time (6 minutes per 2 weeks). This would occur even though new batteries were used by the patient. The patient also experienced elevated blood glucose readings above 500 mg/dl. Her normal range is 100-150 mg/dl. The patient reported symptoms of being tired, thirsty, weak, moody and frequent urination. The patient was using the piston rod and adapter longer than recommended. The patient switched over to her back-up infusion device and stated her blood glucose responded and is presently dropping with the back-up infusion device. No medical attention was necessary. The product has been requested for return to be evaluated.